Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate treatment and an inappropriate treatment. The device was started up at 08:06:36 on (B)(6) 2024. At 19:42:11, an arrhythmia was detected. ECG shows sinus tachycardia @ 130 bpm with pvcs and motion artifact degrading to vt @ 170 bpm with motion artifact. At 19:42:46, the patient received the appropriate treatment. Rhythm at time of treatment was vt @ 180 bpm with motion artifact. Post shock rhythm was sinus rhythm @ 60 bpm with motion artifact, hb and pause. At 20:26:05, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. At 20:28:17, the patient received the inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole with intermittent cardiac activity and CPR/motion artifact. Post shock rhythm continued to be in asystole, which a non life-sustaining rhythm, with intermittent cardiac activity and CPR/motion artifact. The electrode belt was disconnected at 20:53:10 on (B)(6) 2024.